Manufacturer narrative:
The history log for this device showed the pad-pak was first installed in june 2010 and performed to specification up to the 20th september 2015. During this time an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups, some of ten minutes duration were observed in the device memory between the (B)(4) 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.